Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe had intermittent cutting during vitrectomy surgery, and the hospital reported that the vit probe sometimes cut, sometimes did not cut. It can be used normally after replacing with a new one and the surgery was completed. There was no impact to the patient.